Manufacturer narrative:
H6: other- product not returned, serial 3 not provided, unable to evaluate.

Event description:
Sometime in 6/97, the pt began obtaining low blood glucose results on his one touch ii meter. It was reported that he awoke (date unk) feeling ill with a fever and difficulty walking. His blood glucose result at 7/p was 129 mg/dl. He was transported to the hosp where at 8/p, a lab result of 850 mg/dl was obtained. The pt was admitted to the ICU and treated with IV insulin and fluids for dehydration. He was released from the hosp after 3 days treatment. The meter is reportedly cleaned according to MFR's recommendations, however, quality control tests designed to detect potentially inaccurate results are not performed.